Manufacturer narrative:
Patient history of driveline damage from (B)(6) 2020 covered under MFR report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was placed on an ungrounded cable on (B)(6) 2020 due to alarms consistent with a percutaneous lead fracture. The patient has been experiencing multiple pump stops while connected to his ungrounded cable and/or batteries at home. The customer believes that the patient's percutaneous lead is deteriorating further. Technical services (ts) reported that the patient's log file data did capture pump stop events on battery power and non-grounded patient cable. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both power module and on batteries. In order to identify a possible location of where the compromise in the lead is, ts requested that x-rays be provided. It was additionally communicated that a percutaneous lead replacement was performed on (B)(6) 2020. The site reported that there had been no additional pump stop events or alarms since the percutaneous lead repair and also reported that the patient is stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), internal driveline wire insulation damage was confirmed that would have caused the reported pump stops while the patient was supported by the power module (on an ungrounded patient cable) or external batteries, as confirmed through the submitted log files. Abbott technical services performed a distal end driveline replacement on 16dec2020. Approximately 18.5¿ of the distal end of the driveline was returned for evaluation. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. The driveline was disassembled, and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. The patient underwent a pump exchange on (B)(6) 2021 from heartmate ii lvas, serial number (B)(6), to heartmate 3 lvas, serial number (B)(6). (B)(6) was returned on apr 14, 2021 assembled with the driveline cut approximately 9¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 29.75¿ with a driveline repair approximately 20¿ from the controller connector. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was returned unsecured. Less than 0.5¿ of the sealed outflow graft was returned disconnected from the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief hardware only was returned disconnected from the device. The sealed outflow graft bend relief collar was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no laminated depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities. Microscopic examination of the driveline wires found insulation breaches on the brown, black, yellow, green, and orange wires approximately 11.5¿ to 12.5¿ from the pump body. The wire insulation breaches appeared consistent with fatigue due to repetitive flexing and abrasion with the metal braided shield. The pump stops while operating on external batteries or an ungrounded patient cable, as confirmed through the submitted log files, would have occurred exposed conductors from two or more wires from different phases simultaneously contacted the metal braided shield or each other, resulting in a phase-to-phase short. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. Incidental findings: investigation of the returned driveline from the driveline repair found that the yellow alignment dash marking printed on the controller connector demonstrated partial wear. Investigation of (B)(6) found a deposition in the outlet stator. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. H, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. G, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly (rev. B) describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 28may2018. No further information was provided. The manufacturer is closing the file on this event.